Event description:
The reporter claimed the meter download did not show any blood glucose result when a blood glucose reading is followed by a subject pump delivered a bolus dose. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to a possible animas setting issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/18/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter remote was not returned with the pump for investigation. The pump was powered on and paired with a test meter successfully. A review of the alarm history showed alarms and warnings indicative of typical pump use. A normal 10 unit bolus, a 10 unit audio bolus, and a 10 unit bolus from the meter remote were successfully delivered and all were accurately recorded in the pump history. The keypad buttons were tested and no hypersensitivity was observed. The complaint could not be confirmed or duplicated during investigation.